Manufacturer narrative:
Investigation is currently taking place. Once the investigation is completed, a follow up report will be provided.

Event description:
It was discovered in house in preciseplan r2.15, when selecting 'outline a region of in hemogeneity' in the digitizer menu, the system does not correctly respond to the user's density input.